Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. Sorin reported that after an implantation period of approximately 39 months, elevated threshold values and oversensing were reported. The patient was listed for lead replacement, but biotronik has no further information with regard to the revision procedure. Should we receive more details, this report will be updated.